Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a user facility regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump. It was reported the patient had to stop using the pump because it made them feel unusual discomfort. The patient did not know that was what it was at that time, but after they stopped, the problem also stopped. It was unknown if it has caused injury or harm to the patient, just discomfort and gastrointestinal (gi) problems. It was noted the pump was used to manage back pain. It was noted it malfunctioned and continued dispensing medication after it was turned off. It was noted the spinal fusion failed to correct the problem and was why the device was implanted in their lower abdomen with enough dilaudid to kill an elephant. The patient never felt it in their head until it started over-infusing medication and the nurse would find it empty or with much less medication that it should have been. It was reported no alarms sounded, but they were told the alarms were time-based. It was noted the patient got a large and went dry when they drained it, a week after turning it off. It was noted the patient could not taper off and their doctor was unavailable. It was noted the patient suffered through hellish misery. It was noted the patient was also being treated for attention deficit disorder (add), anxiety, and hypertension. It was noted the patient still takes some medication to help with the withdrawal symptoms. It was noted the patient could not hold the morphine pills down and it has been nearly 4 weeks of symptoms. It was noted the patient trusted this brand and didn't know it was causing them discomfort and possibly corrupting their implanted medicine dispenser. The patient was not sure that it was because of the product, but the potential is enough to elicit my response. The event date was (B)(6) 2018. No further complications were reported. Concomitant medical products: prescription medications include adderall, klonopin, losartan, clonidine, gabapentin, baclofen, ondansetron, armour thyroid, testosterone injections, medical marijuana from the state. Over the counter medications include dhea, one-a-day vitamin, vitamin d, vitamin c, and protein smoothies.

Manufacturer narrative:
"See attached medwatch." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-02-25 medwatch (user facility): information was received from a consumer via a user facility regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump. It was reported the patient had to stop using the pump because it made them feel unusual discomfort. The patient did not know that was what it was at that time, but after they stopped, the problem also stopped. It was unknown if it has caused injury or harm to the patient, just discomfort and gastrointestinal (gi) problems. It was noted the pump was used to manage back pain. It was noted it malfunctioned and continued dispensing medication after it was turned off. It was noted the spinal fusion failed to correct the problem and was why the device was implanted in their lower abdomen with enough dilaudid to kill an elephant. The patient never felt it in their head until it started over-infusing medication and the nurse would find it empty or with much less medication that it should have been. It was reported no alarms sounded, but they were told the alarms were time-based. It was noted the patient got a large dose and went dry when they drained it, a week after turning it off. It was noted the patient could not taper off and their doctor was unavailable. It was noted the patient suffered through hellish misery. It was noted the patient was also being treated for attention deficit disorder (add), anxiety, and hypertension. It was noted the patient still takes some medication to help with the withdrawal symptoms. It was noted the patient could not hold the morphine pills down and it has been nearly 4 weeks of symptoms. It was noted the patient trusted this brand and didn¿t know it was causing them discomfort and possibly corrupting their implanted medicine dispenser. The patient was not sure that it was because of the product, but the potential is enough to elicit my response. The event date was (B)(6) 2018. No further complications were reported. Concomitant medical products: prescription medications include adderall, klonopin, losartan, clonidine, gabapentin, baclofen, ondansetron, armour thyroid, testosterone injections, medical marijuana from the state. Over the counter medications include dhea, one-a-day vitamin, vitamin d, vitamin c, and protein smoothies. "See attached medwatch."